Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint that the armada 35 was slow to inflate and that contrast was noted to be leaking through the guide wire port was confirmed, as the product analysis of the returned device revealed leaking of fluid from the hub y connector. It is likely due to a failure of the bond, allowing fluid to leak out the y connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that during the procedure, a 3x20x80 armada 35 otw balloon dilatation catheter was advanced onto a non-abbott guide wire and into a non-abbott sheath, to a non-calcified lesion in a non-tortuous radial arteriovenous fistula without resistance and without issue. However, during initial inflation using a 20/30 indeflator, the armada 35 balloon was slow to inflate and was unable to be inflated higher than 10 to 12 atmospheres, reportedly, due to a leak of contrast at the proximal hub connection luer/port, as the leak was noted during inflation attempt. The armada balloon was completely deflated without issue. The armada was withdrawn from the anatomy without resistance and the procedure was completed with another armada 35 balloon dilatation catheter, without issue. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo classic 35; inflation: 20/30 indeflator; sheath: terumo 6f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.